Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  Upon investigation the rear response button was not functional due to disconnected ribbon cable. The root cause of the loose connector cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were not functional.